Event description:
Pt was revised to address loosening and movement of the glenoid component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the surgeon learned the glenoid component had moved and was not seated in its proper position to allow proper joint movement. The surgeon removed the glenoid and cemented a new one in its place. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.